Event description:
It was reported that during a follow-up, the device was found to be in backup vvi mode. The device was explanted after each attempt to reprogram the device, it reverted to reset mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported device reset was confirmed. High current was found in the hybrid due to an anomalous ic component.